Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported unspecified low scan reading, with symptoms of dizziness, nausea, and subsequent loss of consciousness. A blood glucose of 250 mg/dl was reported from unspecified device, and customer had contact with healthcare provider and was put under observation. The customer did not report information in regards to potential treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6).

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported unspecified low scan reading, with symptoms of dizziness, nausea, and subsequent loss of consciousness. A blood glucose of 250 mg/dl was reported from unspecified device, and customer had contact with healthcare provider and was put under observation. The customer did not report information in regards to potential treatment provided. There was no report of death or permanent injury associated with this event.